Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient received a make sure hb is on ht error message during the setup phase of therapy. Upon setting up with new supplies, it was noticed that the cassette had leaked and there was fluid within the cassette door of the cycler. The contact continued with setting up the supplies for therapy following the discovery of the leak. Therapy was re-initiated and the patient again received a make sure hb is on ht error message. A technical support representative advised the contact that the cycler would need to be replaced due to the fluid leak. It was reported that the patient had manual supplies to continue with therapy. Product information for the cassette used at the time of the leak was not available. Additional information was requested but was unavailable.